Event description:
Physician performing right neck dissection, modified - levels 1-4, right partial glossectomy, radical resection of oropharynx tumor including tonsil and base of tongue, tracheostomy, thyroid isthmusectomy, reconstruction of oropharyngeal defect with adjacent tissue transfer - tongue and pharyngeal flap, tooth extraction - 2 mandibular molars, alveoloplasty of posterior right mandibular quadrant. The stryker sustainability solutions harmonic focus shears were not firing when activated and at times not working at all.